Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device was left with a note describing "clip applier is dirty-did not work appropriately". No further info could be obtained. Another device was used to complete the case. There was no consequence to the pt.